Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, using known good batteries, without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. The clinical log was reviewed. The clinical log on the device did not appear to be from the patient event. Without the clinical file and the batteries from the patient event, the root cause cannot be determined.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.